Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at a manufacturer service center. The blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The device log files were successfully downloaded and reviewed in full. No critical errors were observed. In addition, the cable clamp, front case enclosure, rear case enclosure assembly, top plate, and active exhalation controller were replaced. The device was returned to the technician for additional evaluation due to a failed repair test. Review of the test documentation showed failure of the o2 low flow test. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.